Event description:
Related manufacturer reference number: 2017865-2024-40099. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies except damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.